Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error when he was trying to bolus. Customer's blood glucose was unknown. Customer was in his car when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin alarmed button error and no button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.